Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing pain at the ipg site regardless of stimulation being on or off. Reportedly, the ipg is superfical and at an angle inside the pocket. Surgical intervention may be undertaken as the next course of action to address the issue.